Event description:
It was reported on (B)(6) 2012, a patient presented emergently with a ruptured abdominal aortic aneurysm (off label use). The physician successfully implanted a bifurcated device and a 34 mm aortic extension. The procedure was completed without any signs of endoleaks present. The next morning, the patient complained of abdominal pain, a computed tomography scan revealed proximal type I endoleak. That same day, the physician treated the patient with a balloon expandable aortic stent which corrected the endoleak. The patient was transferred to the intensive care unit, where after four days, the patient's cognitive abilities did not fully return. An imaging study was performed on the patient, which revealed the patient had suffered several strokes. The patient's family elected to discontinue use of life supporting devices; it was reported the patient died on (B)(6) 2012. The physician believes the cause of the strokes was the patient's hypotension following the abdominal aortic aneurysm rupture.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. The device was not returned; therefore, the actual device will not be evaluated. No conclusion can be drawn.

Manufacturer narrative:
Patient's condition affected the effectiveness of the device. Use of device to treat a ruptured aneurysm is considered off-label per instructions for use.